Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
A 72 year old male with an indication for use of impella support for acute myocardial infarction and cardiogenic shock presented in scai stage e prior to support. The patient suffered a cardiac arrest in the ep lab requiring approximately 45 minutes of resuscitation prior to initiation of peripheral va ECMO and implantation of an impella cp via the right femoral artery using a peel away sheath. On arrival to the ICU, both lower extremities appeared mottled and pale, raising concern for ischemia. The managing team initiated warming measures and ongoing pulse checks; the antegrade sheath was connected to the arterial ECMO cannula. The first impella device (sn (B)(6)) was implanted on (B)(6) 2026 and explanted on (B)(6) 2026 due to limb ischemia, with the patient surviving the procedure. The second impella device (sn (B)(6)), placed surgically via the right axillary/subclavian artery on (B)(6) 2026, remains in place. Based on available information, the reported bilateral lower extremity ischemia occurred in the setting of complex circulatory collapse, prolonged resuscitation, va ECMO cannulation, and femoral access requirements for temporary mechanical support. While impella related femoral access may have contributed to ischemic risk, multiple significant patient specific and procedural factors were present. A direct device related malfunction was not confirmed. The final clinical outcome for the second device remains pending as the patient is still supported.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.